Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube the customer reported about several black spots onto the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer reported about several black spots onto the tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube the customer reported about several black spots onto the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer reported about several black spots onto the tube.¿